Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) powered up to an error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. It was also indicated that the hanger assembly was broken and that both display wires were pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was attempted to be used on a patient with bradycardia but would not turn on. The user replaced the batteries and the epg turned on but still displayed an error message. The user was instructed to remove the batteries for five minutes to clear the capacitor charge and then reinstall the batteries but the error message remained. The epg was returned for service. No further patient complications have been reported as a result of this event.